Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly and subsequently shut down. The customer¿s blood glucose was 426mg/dl. The customer declined further troubleshooting with tandem technical support.